Event description:
It is reported that the drive support cap is protruded. Customer responded to the field notification letter. Customer's blood glucose reading is 96 mg/dl. Customer pushed the support cap in and used super glue. Customer is using the insulin pump. Advised customer the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.